Event description:
It was reported to philips that the device does not hold a charge. There was no patient involvement.

Manufacturer narrative:
Based on the results of the analysis, the product malfunction was unable to be confirmed. Because service engineer/customer did not respond to gfe requests for additional information. A review of the service history for this device shows the problem has not been reported again for this device.